Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterilized water leaked out during a pretest to place a foley catheter for urinary catheterization and temperature measurement in the operating room.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Received two (2) photo samples. First photo sample showcases a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Second photo sample showcases catheter partially inflated. Received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Visual inspection noted that the balloon had mushroomed. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A device history record review was not required. The labeling review is not required for this complaint. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the sterilized water leaked out during a pretest to place a foley catheter for urinary catheterization and temperature measurement in the operating room. As per sample evaluation mail received on 15nov2023, it was noted that the catheter balloon mushroomed.